Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would contribute to an improper insertion of the cannula. The cause of the reported event could not be conclusively determined. The fluid path was tested for leaks. No leaks were found. No timeouts or drive stalls were seen in the download data.

Event description:
It was reported that the patient's glucose reached 360 mg/dl, while wearing the pod between 5 and 24 hours on the abdomen. Upon inspection, it was noticed that the pod was leaking, and the cannula was not properly inserted into the skin. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.